Manufacturer narrative:
Clinical evaluation performed by (B)(6) director on (B)(6) 2018 an intra-operative femoral fracture occurred during primary cementless tha. This is a known, possible adverse event during femoral preparation, described in literature. There is no reason to suspect that it was originated by a malfunctioning device. Batch review performed on 16 may 2018. Lot 175986: 60 items manufactured and released on 14 february 2018 expiration date: 2023-02-04 no anomalies found related to the problem. To date, 19 items of the same lot have been already sold without any similar reported event.

Event description:
Periprosthetic fracture of the femur noticed in the post-op x-rays. It was not noticed during surgery. Cerclage cables used to reduce the fracture through a lateral mid- diaphyseal femoral incision. Amis approach. The stem and head were explanted and replaced with quadra r and mectacer head.